Event description:
Intra-aortic balloon catheter reported as defective. Blood was noticed in the tubing and the balloon catheter was removed after 99.5 hours of use. No complications to the pt were reported.